Event description:
During an esophageal banding procedure, the physician used the cook endoscopy 6 shooter saeed multi-band ligator to band what was described as small varices. At an unk time after the bands had been deployed, the bands reportedly fell off. The ligated varices were reportedly bleeding after the ligation. Due to this occurrence, an additional procedure was required to stop the bleeding by sclerosis. Other than the reported bleeding and sclerosis required to stop the bleeding, no adverse effects to the pt were reported.

Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. The info provided indicated the varices to be banded were small in size. The instructions for use caution the user that band ligation may not be effective when applied to small varices. This is the most likely cause for the reported band slippage from the varices after ligation. Slippage of the band from the varix can occur if the endoscope is advanced beyond the banded site. The instructions for use caution the user that passing the endoscope over a previously placed band may dislodge the band. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective active action warranted at this time because the report was unable to be verified and the info provided indicates this is related to the pt's condition (i.e. Small varices). The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.